Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Did the device deliver any staples? The customer said that almost no staplers were coming out ¿ just a few first and they are not sure but the few staplers seem to be okay. 2. Did the device cut? The device did not cut. 3. Is the current patient status known? Patient was not hurt ¿ as soon as the device was not working they used a different one immediately. 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during a bariatric procedure, the stapler that was used on a stomach did not work and the stapler did not come out from the reload - it only cut. Patient was not hurt. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2026b3: only event year known: 2026d4: batch #unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.